Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the pump touch screen was cracked, unresponsive, and unreadable. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 80 - 281 mg/dl.